Manufacturer narrative:
The steris service technician received and installed a new hand control for the 3085sp surgical table. The technician tested the table, confirmed it to be operational and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that at the conclusion of a patient procedure, their 3085 sp surgical table was commanded to a level position via the hand control however, the table's leg section continued to lower. No report of injury.

Manufacturer narrative:
A steris service technician inspected the 3085 sp surgical table and found that the "level" button on the hand control was inconsistent in response to activation. The technician utilized another hand control and was unable to duplicate the reported event. The 3085 sp surgical table was removed from service and is awaiting a new hand control. A follow up report will be submitted when additional information becomes available. The 3085sp surgical table has been in service for approximately 24 years and is not under a steris service contract. The 3085 sp surgical table is serviced and maintained by the user facility.